Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup vvi mode. No further information was reported. The patient's condition was unknown.